Event description:
Rptr indicated a vns pt that was implanted in 2008, has an infection at the lead and generator incision sites. The pt is currently on oral antibiotics and may have the vns explanted. Attempts for further info from the rptr have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.